Manufacturer narrative:
The cases in the literature article performed between 2010 and 2013; the exact date of the event being reported in unknown. Subject device is not available.

Event description:
Following angioplasty the first stent and then the second stent (subject device) were placed to treat the left 80% petrous internal carotid artery (ica) stenosis. During the procedure an in-stent thrombosis was identified on post-stenting angiography, which showed a filling defect in the stent. The filling defect was considered the defect to be due to acute in-stent thrombosis and immediately attempted thrombolysis by administering abciximab (4 mg) ((B)(4)) intra-arterially through a guiding catheter. Angiography was performed 10 minutes later for detection of undissolved thrombus. Repeat abciximab boluses (2 mg) were administered until complete thrombolysis was achieved. Complete dissolution of the acute in-stent thrombus was deemed to have occurred when no filling defect was identified on subsequent angiography. The procedure was completed. Complete revascularization of the ica was achieved with 5% residual stenosis. The patient recovered without neurological symptoms. No further information is available.

Manufacturer narrative:
A review of the device history record could not be performed as the lot number was not provided. The subject device is not available; therefore, analysis cannot be performed. However, vessel thrombosis is a known risk associated with endovascular procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
Following angioplasty the first stent and then the second stent (subject device) were placed to treat the left 80% petrous internal carotid artery (ica) stenosis. During the procedure an in-stent thrombosis was identified on post-stenting angiography, which showed a filling defect in the stent. The filling defect was considered the defect to be due to acute in-stent thrombosis and immediately attempted thrombolysis by administering abciximab (4 mg) (reopro; centocor, leiden, netherlands) intra-arterially through a guiding catheter. Angiography was performed 10 minutes later for detection of undissolved thrombus. Repeat abciximab boluses (2 mg) were administered until complete thrombolysis was achieved. Complete dissolution of the acute in-stent thrombus was deemed to have occurred when no filling defect was identified on subsequent angiography. The procedure was completed. Complete revascularization of the ica was achieved with 5% residual stenosis. The patient recovered without neurological symptoms. No further information is available.